Manufacturer narrative:
The meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2012 the meter was tested and no faults were found. On (B)(6) 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately high. The (B)(4) was unable to reach the reporter for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter could not stated when the alleged issue began, but she claimed on (B)(6) 2012 at approximately 12pm, the patient was exhibiting symptoms of "not being able to speak or recognize people." She informed the cca that the patient manages his diabetes with an unknown type and dose of insulin and is a self-adjuster. She denied taking any action regarding his usual diabetes management routine in response to the alleged issue. She stated she checked the patient's blood glucose with the subject meter and reported a blood glucose value of "94mg/dl" which she felt was high as compared to his symptoms. It was not clear if the test was performed immediately at the onset of the patient's symptoms. It is also not known what readings patient obtained on the subject device prior to the symptoms. She reportedly contacted the emergency medical team (emt) at approximately 3pm and when they arrived and checked his blood glucose using their meter (brand unknown) a blood glucose reading of "30mg/dl" was observed. He was reportedly treated with IV glucose. It is not known if the patient was taken to the hospital. At the time of troubleshooting, the cca noted that the meter's unit of measure was correct. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.